Manufacturer narrative:
(B)(4). Batch #: u93c19. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No patient consequences. Is the threaded stud broken off? Unk. Is the handpiece housing cracked or damaged? Unk. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device disassembled and with nose cone cracked. In addition, there was no damage found at the stud as reported. Due to the condition of the handpiece, no functional testing could be performed. The end cap was disassembled to inspect remaining components and all the internal wires were found to be disconnected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgerys quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the ultracision handpiece broke at the extremity.